Event description:
Pt has been doing poorly. Device is intermittent. All equipment has been exchanged - has not alleviated the problem. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery has not been scheduled as of the date of this report. The healthcare professional has been informed that the explant device should be returned to cochlear ltd.